Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was defective. The investigational analysis completed 02/07/2020. Device was inspected and visual analysis revealed that hemostatic valve pushed into the hub. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint was confirmed. The root cause of the separation of the valve could be related to the procedure. However, this cannot be conclusively determined. Root cause of bleeding could be related to the valve separation. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, the hemostatic valve was observed to be on its side vertically, rather than horizontal. These findings coincide with what was initially reported. The observed hemostatic valve separation has been assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was defective. The sheath was replaced and the issue resolved. The case continued. The issue occurred during the use of the product on the patient. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. Excessive blood return was observed. Air did not enter the body. This issue did not require percutaneous or surgical intervention. There was no report of patient consequence. The observed leaking blood has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc and a hemostatic valve separation issue occurred. Additional information was received on 1/9/2020, indicating that hemodynamics was affected and that an estimated amount of probably 100 - 200 ml of blood was lost. There was no extra medical intervention to stop any bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).